Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade iii-IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation revision with 375cc mentor memorygel breast implant experienced right-sided grade iii-IV capsular contracture and implant rupture postoperatively. The patient suffered with discomfort and irregularities in the right breast, and implant rupture was confirmed by MRI. As a result, the patient underwent explantation and replacement with 440cc mentor memorygel breast implant, catalog # smpx440, on (B)(6) 2021.